Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported gantry movement was up and down during cataract surgery as a result surgeon had to cancel upcoming cases. There was no patient harm reported.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was able to confirm the reported event. The joystick was replaced to address the issue. The system was tested and found to meet product specifications. The root cause of the reported event is attributed to a nonconforming joystick. The manufacturer internal reference number is: (B)(4).